Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had prime fill anomaly. Customer's blood glucose level was unknown. The customer stated that insulin was squirting out. The insulin pump will not be returned for the analysis.